Manufacturer narrative:
Follow-up #1: date of submission 03/22/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/01/2017 with the following findings: complaint of "pulsating" could not be reproduced during investigation. No motor related cs codes present in black box history. Disassembled pump and found no evidence of moisture or contamination, that might cause vibration motor or delivery motor to free run. There was no defect found.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (motor issue) issue. It was alleged that the pump was pulsating without any noise or sound. The issue was constant with no delays. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.